Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the station was not communicating after relocation. A technical support specialist (tss) sent an email to the customer and received a response. The hospital information technology team confirmed the issue had been resolved and granted permission to close the case. The case was closed accordingly.